Event description:
During an angioplasty with stenting treatment procedure, balloon deflation difficulties were encountered with the ultra-thin diamond balloon. The lesion being treated was in the leg. The procedure was unsuccessfully completed with another of the same device. No pt complications were reported.